Manufacturer narrative:
The cobas 6800 serial number was (B)(4). The investigation indicated no product-related issues were identified. The discrepant hbv results are consistent with a low viral load near or below the assay's limit of detection (lod). The initial testing results indicate minimal target material, and the non-sigmoidal amplification curve is characteristic of borderline detection.

Event description:
There was an allegation of a discrepant cobas® mpx (480t) result from the cobas 6800 analyzer for a single patient. On (B)(6) 2026, the initial sample generated an hbv reactive result (CT 39.11). All other targets (hcv and hiv) were non-reactive. On (B)(6) 2026, the same sample was repeated and generated non-reactive results for all targets (hbv, hcv, and hiv). The same sample was also repeated on the cobas 5800 and generated non-reactive results for all targets (hbv, hcv, and hiv). Serology for hbv was negative.